Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: unknown, not provided, but the best estimate date is on or before (B)(6) 2026. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a partial UDI was provided as the serial number is not available. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3: the device was not returned for evaluation as it was discarded and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of a preloaded monofocal intraocular lens (iol), eyhance model, the patient experienced blurry vision. The customer had planned mini-monovision after a contact lens trial with a -0.75 d offset. The lens was subsequently explanted and replaced with a non¿johnson & johnson lens, after which the patient reported satisfaction with the visual outcome. The complaint device was discarded. No additional information was provided.